Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter displayed a battery indicator. The medical surveillance specialist (mss) was unable to reach the lay user/pt for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The pt alleged that the issue began on (B) (6) 2010 at 12pm. The pt indicated she does not take any diabetes medication as part of her regimen. After the reported issue occurred, the pt stated she decreased the amount of food/drink intake for each of her meals. The pt complained of feeling dizzy and sweaty three months after the reported issue began; however, the time and date on the start of symptoms were not specified. On (B) (6) 2010 at 9pm, for an unk reason, the pt claimed she administered self treatment by injecting 90 units of insulin (type not specified). In addition, the pt stated on (B) (6) 2010 at 3pm, she received a reading of "91 mg/dl" on another device. At the time of troubleshooting, cca verified that the battery in the subject meter did not need to be replaced, per owner's manual recommendation. Replacement products were sent to the pt. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began. The pt claimed she required treatment after the alleged issue began.